Manufacturer narrative:
Additional information: b5 - the reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -12.5/4.0/093 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2021. The lens was replaced with a longer length lens due to low vault on (B)(6) 2021. This resolved the problem.cause of the event is reported as patient related factor, lens too short. Claim# (B)(4).

Manufacturer narrative:
Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm, vticm5_12.6, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2021. Refractive surprise was observed, the lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.